Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-00394. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient had their leads explanted and replaced due to lead migration. Therapy was restored postoperatively.